Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed preventive maintenance accuracy test. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of failed accuracy test was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Preventive maintenance test (asm) was performed to verify the functionality of the returned device and try to replicate the failure. The suspect device passes successfully the preventive maintenance without any issue. The logs and time of the event were not provided by the facility; however, the date of the event was noted to be on (B)(6) 2025. All available logs were downloaded from the returned pump module for analysis. The review of the error and event logs revealed no malfunctions related to the reported issue. The event logs indicate that there was a total of two (2) attempts to perform a pm, but the logs do not contain enough information to determine whether the activity was successful or faulty. The last infusion registered occurred on (B)(6) 2025. A summary of that infusion activity is as follows: at 11:39:55 am, the suspect pump module was connected to the corresponding pcu (s/n (B)(6)). Between 11:41:14 am and 11:42:32 am, an infusion was programmed (rate = 100 ml/h, volume to be infused (vtbi) = 100 ml) and started. At 11:44:25 am, a channel error was displayed, and the infusion was stopped. At 12:09:46 pm, the device was powered off. No further infusions were recorded. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pump module event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. There was no patient involvement. Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(6)). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed preventive maintenance accuracy test. There was no patient involvement.